Event description:
It was reported that the insulin pump alarmed prime alarm during a bolus delivery. Customer responded to the safety notification letter and noticed the drive support cap was protruded. Customer's blood glucose reading is 186 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime alarm during prime test due to loose/flush motor support disk. The insulin pump received with missing end cap sticker.